Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient received multiple line blocked alarms since early that morning. The patient replaced the infusion set and they were able to successfully insert it while on the call. The patients' sensor glucose was 290 mg/dl at the start of the call, and they denied the need for medical assistance, reporting that they administered insulin via syringe. The event occurred while in use with the patient, operator of the device was the patient and the issue was resolved. The patient is a 31-year-old, white, non-hispanic/latino female. There was no patient injury.